Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported an impact admiral balloon was used after expiry date. The device was used 2024-08-08 and had expired 2024-03-01. This device had been scrapped by medtronic inventory department after a cycle count in june 2023 and was not on the shelves during a cycle count end of february 2024. Medtronic contacted the facility pharmacist to obtain more details but they were not able to provide any explanation. No further information available. Additional information 2024-oct-03: the device was fully confirmed as having been used in a patient on the 24 may 2024.